Event description:
Patient was on an external pacer. The nursing staff responded to an asystole alarm on the central monitoring system. The patient's pacer was discovered to be not functioning. The nurse first switched on the back-up pacer that was already attached to the patient. Patient responded appropriately. The batteries were replaced in the malfunctioning pacer and operation resumed. The patient was then placed back on original pacer.